Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected error test, rewind test and displacement test or verify low battery alarm and weak battery alarm due to blank display. Pump was received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer reported that the insulin pump received multiple error alarms. The display returned after insertion of new battery. The blood glucose at the time of the incident was 325 mg/dl which treated with manual injection. The insulin pump passed the self test and alarm occurred during the rewind. The customer stated they did received a low battery alert prior to the off no power alert. The device will be returned for analysis.